Manufacturer narrative:
No product was returned for evaluation. The cause of the delivery issue was most likely due to the catheter kink based on the clinical information provided and that patient was unable to stay still. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While advancing the pump under fluoroscopy through the sheath into the aorta attending physician noticed a kink on the cannula and made the decision to replace it with a new one due to safety concerns.